Event description:
The end user wrote to the dealer: "last week I heard a loud crack, and later that morning I was pushing my rollator through a parking lot with a front wheel locked 90 degrees from normal. The caster on the right is normal. The left is the broken caster. I manually loosened it up and if I don't make a sharp turn it's kind of usable." Advised dealer the unit is from 2012, order (B)(4), and is no longer under warranty. Po# (B)(4) shows we have replaced the seat repeatedly, so could allege excessive use or excess of weight capacity, but no issues with the seat at this time.